Event description:
It was reported that during surgery the trail extractor broke into 2 pieces, whilst in use to remove the trail. Both components were collected and confirmed by surgeon and scrub nurse. Actions in surgery: broken instrument and part were placed away from surgical instruments in container and tagged by scrub nurse. Discussed with ot lead that could the instrument please be sterilized and would be collect. Surgery was not delayed. Fragments generated were easily removed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: issue: during surgery the trail extractor broke into 2 pieces, whilst in use to remove the trail. Both components were collected and confirmed by surgeon and scrub nurse. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the attune tibial trial extractor has one of the two prongs broken. The broken fragment was not returned for evaluation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces in a prying motion and overload of the material. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3, h8

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: which part of the instrument broke? Did the instruments broke into 2 or more pieces? It was the arm - a piece broke off the end of the arm so you had 2 pieces ¿ piece 1: the handle, piece 2: the arm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "instrument involved: attune trail extractor (# d254500158, bfa0v4f) tray: attune shims and general (zzinnzk0805, #254501704, asset tag: a1029). This is a site consigned tray. Issue: during surgery the trail extractor broke into 2 pieces, whilst in use to remove the trail. Both components were collected and confirmed by surgeon and scrub nurse." The product was not returned to medtech orthopaedics; however photos were provided for review. See attachment (trial extractor.jpg). The photo investigation revealed that attune tibial trial extractor had broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: he product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "instrument involved: attune trail extractor (# d254500158, bfa0v4f) tray: attune shims and general (zzinnzk0805, #254501704, asset tag: a1029). This is a site consigned tray. Issue: during surgery the trail extractor broke into 2 pieces, whilst in use to remove the trail. Both components were collected and confirmed by surgeon and scrub nurse." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment (trial extractor.jpg). The photo investigation revealed that attune tibial trial extractor had broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.